Manufacturer narrative:
This report is submitted june 28, 2017.

Event description:
Per the clinic, it was reported that the patient was experiencing increasing facial nerve stimulation with device use. The electrode array was found to be in the basal turn end of the cochlea, with the remaining array in an extra-cochlea position with the tip anterior and inferior to the segment of the facial nerve and geniculate ganglion. Subsequently, reprogramming attempts have been made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device, as of the date of this report..

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.